Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a qualified baxter technician. During visual inspection, the leak was observed from the ultrafilter connection (tube disconnected) and a leakage from the taration valve (tava) housing. The reported condition was verified. The technician reconnected the ultrafilter tube and replaced the tava valve. The machine successfully underwent unspecified testing and heat disinfection without issue and returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a loose ultrafilter silicone connection of an ak 96 machine during disinfection. Upon further inspection, the leak was noted at the taration valve (tava). There was no patient involvement. No additional information is available.